Event description:
Patient reported multiple infections located in the breast biopsy location. Due to this and the redness of the skin the patient received antibiotics. The body rejected the clipmarker and the clpmarker was removed. Despite multiple attempts the customer did not forward more information.